Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the devices. Further investigation is not warranted at this time.

Event description:
It was reported that the t2 was not deployed after seating of t1. No patient injury or complications were reported.

Manufacturer narrative:
Investigator evaluated the device and determined that t2 was able to deploy as intended after functional test by using a rubber meniscus model, and it was not deployed during surgery because the insertion needle was bent, consequently, the t2 has not been fully advanced to its pre deployment position on the needle.